Event description:
Customer reported a malfunction with their pump, indicated by malfunction code 9, but there was no adverse impact to the customer's blood glucose level. Although the pump had malfunctioned multiple times before, the issue had not caused the customer's blood glucose to exceed concerning levels. Technical support decided to replace the pump, as it was still under warranty, and provided the customer with instructions to enter the old pump into storage mode and return it using a pre-paid label. Additionally, the customer was informed that the replacement pump would have updated software, and they would need to program their settings and connect their continuous glucose monitor to the new device.